Event description:
Event description boston scientific received information that this transvenous right ventricular lead dislodged. During a lead revision procedure the device was electively explanted.